Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail tractip laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the lower kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console with laser settings of 800 joules and 18 hertz. According to the complainant, during the procedure, the laser fiber exploded approximately 30 minutes of use and broke outside the ureterorenoscope lithovue. Reportedly, the assistant in the surgery had a 3-5 mm minor superficial burn with the laser fiber and was treated with over the counter topical cream. The procedure was stopped and the patient was sent home with a stent. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.